Event description:
Vac coordinator, (B)(4), was paged by the pt's nurse on ellison 8 that she could not connect power source to the controller. She also stated that, before trying to connect a battery to the power source, she erroneously tried to connect the data port to the power source port (which has a different number of connection tines (3 vs. 5). When (B)(4) arrived to the pt's room, she could see that one of the tines at the connection port was bent. Because one power source on the controller was permanently damaged, the controller had to be urgently exchanged to the pt's back-up controller. This was performed at the bedside, pt was supine during the exchange and was asymptomatic during and after the procedure. The controller was sent back to the MFR.